Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant medical products: product: webster cs catheter, us catalog # unknown, lot # unknown; product: carto, us catalog # unknown, serial # unknown; product: 9f short femoral sheath (non bwi product). (B)(4).

Event description:
It was reported that a patient, female, underwent a ventricular ectopic tachycardia mapped with a smarttouch catheter (unknown catalog # and/or lot number) and suffered a pericardial effusion. The patient had very frequent ventricular ectopic beats of left anterior fascicular origin. At the end of the procedure, the patient reported jaw pain. Cardiac ultrasound appeared normal but was repeated and showed small posterior effusion which did not require to be drained. The procedure (mapping and ablation) had been completed successfully and patient was discharged. The patient did not require any medical or surgical intervention, however, an extended hospitalization (3 days) due to the adverse event. The lv geometry was created using the smarttouch catheter via a 9f short femoral sheath (non bwi product) and it was zeroed at the beginning of the procedure. Ablation was not performed with contact pressure greater than 30 gr. Settings during the event include: generator was under power control mode, irrigation flow at 30 ml/min. The patient received anticoagulation during procedure, highest recorded was 320 seconds toward the end of the procedure. The physician did not provide a causality opinion for the cause of this adverse event.